Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure coil had perforated her fallopian tube"), device breakage ("portions of the coils remain in uterus"), device expulsion ("x-ray which confirmed that one of her coils had migrated / migration of essure device: uterus") and genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure (batch no. C80064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heavy periods. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced back pain ("back pain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue / fatigue"), migraine ("migraines / migraines") and headache ("headaches / headache "). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and anaemia ("anemia"). In (B)(6) 2015, the patient experienced nausea ("nausea / nausea") and mood swings ("hormonal changes: mood swings"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia, / apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced constipation ("gastrointestinal or digestive system condition: constipation"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criterion medically significant) and complication of device removal ("both fallopian tubes were removed but portions of the essure coils are still in uterus"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), alopecia ("hair loss / hair loss") and allergy to metals ("nickel allergy") with rash. The patient was treated with diphenhydramine hydrochloride (benadryl), hydrocortisone and surgery (bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, fatigue, migraine, headache and allergy to metals had not resolved, the device breakage, menorrhagia, vaginal haemorrhage, anaemia, mood swings and complication of device removal outcome was unknown, the genital haemorrhage, nausea and constipation had resolved and the alopecia and back pain was resolving. The reporter provided no causality assessment for complication of device removal and device breakage with essure. The reporter considered allergy to metals, alopecia, anaemia, back pain, constipation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea and vaginal haemorrhage to be related to essure. The reporter commented: patient has stated she believes her pelvic pain is related to her essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion ultrasound scan - on an unknown date: left essure coil perforated her fallopian tube. X-ray - on (B)(6) 2017: one of coils had migrated on or about (B)(6) 2014, an hsg test was performed. On (B)(6) 2017, pathology final diagnosis showed right essure (removal): essure as per gross description. Left essure (removal): essure as per gross description. Left fallopian tube (salpingectomy): unremarkable fallopian tube and fimbriated end. Right fallopian tube (salpingectomy): unremarkable fallopian tube and fimbriated end, paratubal cyst. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pelvic pain, uterine hemorrhage (confirming genital hemorrhage)." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure coil had perforated her fallopian tube"), device breakage ("portions of the coils remain in uterus"), device expulsion ("x-ray which confirmed that one of her coils had migrated / migration of essure device: uterus") and genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure (batch no. C80064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heavy periods. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced back pain ("back pain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue / fatigue"), migraine ("migraines / migraines") and headache ("headaches / headache "). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleedind vaginal") and anaemia ("anemia"). In (B)(6) 2015, the patient experienced nausea ("nausea / nausea") and mood swings ("hormonal changes: mood swings"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia, / apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced constipation ("gastrointestinal or digestive system condition: costipation"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criterion medically significant) and complication of device removal ("both fallopian tubes were removed but portions of the essure coils are still in uterus"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), alopecia ("hair loss / hair loss") and allergy to metals ("nickel allergy") with rash. The patient was treated with surgery ( bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, fatigue, migraine, headache and allergy to metals had not resolved, the device breakage, menorrhagia, vaginal haemorrhage, anaemia, mood swings and complication of device removal outcome was unknown, the genital haemorrhage, nausea and constipation had resolved and the alopecia and back pain was resolving. The reporter provided no causality assessment for complication of device removal and device breakage with essure. The reporter considered allergy to metals, alopecia, anaemia, back pain, constipation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea and vaginal haemorrhage to be related to essure. The reporter commented: patient has stated she believes her pelvic pain is related to her essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound scan - on an unknown date: left essure coil perforated her fallopian tube. X-ray - on (B)(6) 2017: one of coils had migrated . On or about (B)(6) 2014, an hsg test was performed. On (B)(6) 2017, pathology final diagnosis showed right essure (removal): essure as per gross description. Left essure (removal): essure as per gross description. Left fallopian tube (salpingectomy): unremarkable fallopian tube and fimbriated end. Right fallopian tube (salpingectomy): unremarkable fallopian tube and fimbriated end, paratubal cyst. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pelvic pain, uterine hemorrhage (confirming genital hemorrhage)." Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical record was received events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, apareunia (inability to have sexual intercourse). Event device dislocation was updated to device expulsion, portions of the coils remain in my uterus. Reporter information was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure coil had perforated her fallopian tube"), device dislocation ("x-ray which confirmed that one of her coils had migrated and was not removed during her salpingectomy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 2 years 8 months after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), sexual dysfunction ("apareunia,"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") with rash and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2017, underwent a bilateral salpingectomy to remove the essure devices) and surgery (on (B)(6) 2017, underwent a bilateral salpingectomy to remove the essure devices). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, sexual dysfunction, fatigue, alopecia, migraine, headache, nausea, allergy to metals and back pain had not resolved. The reporter considered allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, migraine, nausea and sexual dysfunction to be related to essure. The reporter commented: patient sought medical attention for her symptoms. She still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: left essure coil perforated her fallopian tube. X-ray - on (B)(6) 2017: one of coils had migrated on or about (B)(6) 2014, an hsg test was performed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.